Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed that the hybrid board is damaged. Visual inspection revealed component c500 is burned. The service technician replaced the hybrid board and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that lap top ventilator 1200 alarmed ventilator inoperable (inop) during patient set up. The unit was unable to be silenced. The customer confirmed there was no patient involvement associated with the reported issue.